Manufacturer narrative:
The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2020-00057. It was reported that during an implant the patient experienced palpitations and his oxygen level dropped and the procedure had to be aborted. The patient was in stable condition when he left the operating room.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.